Event description:
On 2/24/94 an ipp device was implanted. On 7/26/94 the cylinders and pump were revised. On 12/31/96 the ipp device was removed from the pt and a device implanted due to pt dissatisfaction, pain from tubing in old co two piece. Add'l lot/ser no: 0293w 007.